Event description:
Dexcom was made aware on 02/04/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction and an infection which occurred four days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed itching, a rash, redness, blisters, dry skin, and an infection under the sensor patch. On (B)(6) 2025 (approximate), the patient had pain in the area and the skin was hot to touch which prompted her to consult a physician who prescribed an oral antibiotic medication (doxycycline, unspecified dosage) and advised to apply a warm compress to the area. At the time of report the wound had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).